Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 instrument was fired successfully. The opening of the device was also made correctly, but then the tissue got stuck in the stapler, so they had to tear the tissue away from the device. A new anastomosis was made with sutures to complete the case.